Event description:
It was reported that this patient passed away. A patient advocate indicated that the patient had been brought to an emergency room (ER) and the ER physician stated that this pacemaker device was not working correctly. No additional information was provided. Attempts to gather additional information were unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.